Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a catheter, continuous flow. The customer stated that after re-positioning the trellis catheter to the second treatment zone along the superficial femoral-popliteal vein, the proximal balloon deflated/ruptured after turning on the odu. The customer stated that the distal balloon was manually deflated and the entire trellis system was removed without difficulty or complications. The physician completed the procedure with the use of angiojet. This was a case of acute on chronic and he did not perform further adjunctive therapy.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.